Event description:
It was reported to boston scientific corp that a prolieve thermodilatation system, refurbished was used during a benign prostatic hyperplasia (bph) procedure. Reportedly, 10 minutes into the procedure, the system shut down as a result of the water temperature exceeding 43 degrees. An error message reading "the hxc heating plates are not operating correctly" was displayed. The user replaced the prolieve kit heat exchanger only and completed the case with no complications to the patient. The patient's condition was reported as "fine". The event, as reported, did not reflect an MDR-reportable scenario. However, evaluation of the returned device revealed an MDR-reportable malfunction of "rf output test readings low".

Manufacturer narrative:
The suspect device, prolieve thermodilatation system, refurbished, was returned to the manufacturer and analyzed. Testing results revealed that physitemps 1, 2, and 3, as well as the radiofrequency output, failed calibration. The event as reported could not be confirmed. Testing could not reproduce the error message. The plate temperatures did not exceed 39 degrees celsius. (B)(4).